Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the PICC ruptured during pressure injection at a rate of 2ml/sec.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, two-lumen PICC for analysis. Signs-of-use in the form of biological material were observed on the catheter body. Visual analysis revealed a hole/rupture on the catheter body just distal to the juncture hub. Microscopic examination confirmed the rupture. The catheter extrusion around the area of the rupture was kinked and slightly misshaped. The rupture in the catheter body measured approximately 2 mm from the juncture hub. Likewise, the kink measured 2 mm respectively from the juncture hub. The catheter body length from the juncture hub to the distal end measured 19.875", which is within specification of 19.5-20" per product drawing. The catheter body outer diameter measured 0.0686", which is within the specification limits of .066"-.071" per product drawing. Both lumens were flushed with water to ensure there were no blockages. With the distal end of the catheter body occluded, a lab inventory syringe filled with water was used to inject both the proximal and distal lumens. When injecting water through the distal lumen, water was observed leaking out of the rupture in the catheter body. No leaks were observed when injecting water through the proximal lumen. Manufacturing engineers were contacted to confirm the issue was not manufacturing related. They were able to replicate the rupture in lab, reviewed the complete manufacturing process and its controls, and reviewed the non-conformances found in the device history record. A device history record review was performed, and one possibly relevant finding was found. The manufacturing team also confirmed this nc is not related to the failure mode found because the catheters that failed during testing were not tested to the original product design verification plan. The instructions for use (IFU) provided with this kit warns the user to "continuously monitor indwelling catheters for: desired flow rate, security of dressing, adherence of stabilization device to skin and connection to catheter, correct catheter position; use centimeter markings to identify if catheter position has changed secure luer-lock connection(s). Minimize catheter manipulation after procedure to maintain proper catheter tip position." The IFU also instructs the user, "the maximum pressure injection flow rate ranges from 4 ml/sec to 6 ml/sec. Refer to the product specific labeling for the maximum pressure injection flow rate for the specific lumen being used for pressure injection." The report of a ruptured catheter body was confirmed through complaint investigation. Visual analysis revealed that the catheter body was ruptured and kinked approximately 2 mm from the juncture hub. The catheter met all relevant dimensional requirements. A device history record review was performed, and one possible relevant finding was found. However, this nc was ruled out by manufacturing as not being relevant to the failure mode seen in this complaint. Based on the report from the customer, the sample received, and discussion with manufacturing, the root cause of this complaint could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer repors: the PICC ruptured during pressure injection at a rate of 2ml/sec.